Event description:
New information indicated the lead was capped and replaced. The patient condition is good.

Event description:
It was reported that upon interrogation, episodes of noise were observed on the lead. The physician decided to monitor the lead.

Manufacturer narrative:
No medwatch form was received.